Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported diminished battery life, rejected new battery, grinding noise/slower rewind and lost pump settings after battery change. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a loud motor noise during rewind. The pump was monitored, no unexpected charge/battery lasts less than expected and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm recorded in the formatted history file. There was no battery related alarms or alerts recorded in the formatted history file on the event date of 26-nov-2025. No unexpected charge/battery lasts less than expected and failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/29/2025 06:41:00 after more than 7 days at 28.55 days. Battery cycle 2 received the lowbatteryalert (104) on 09/05/2025 13:57:00 after more than 7 days at 28.24 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week from the event date of 26-nov-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.29 mv). In conclusion, the pump had a loud motor noise during rewind due to faulty motor. The test p-cap and reservoir locked properly into reservoir compartment during testing; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected and failed battery alert/battery failed alarm were not confirmed. However, drive/motor anomaly-rewind (grinding noise) and drive/motor anomaly were confirmed due to faulty motor. Retainer ring damage (a cracked retainer) was also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.